Event description:
Patient reported one of the new pumps was chirping and they went to the hospital due to not feeling well (not due to pump) and have them check their line. MRI was done and line was fine. Patient also reported they have been using that pump and it was not chirping anymore. Patient stated they were a little paranoid and kept the maintenance pumps to make sure the new pumps were working properly. Patient will drop off maintenance pumps for return. No further information, details or dates available. Pump serial number provided: (B)(6), maintenance due (B)(6) 2025. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unspecified patient was just seen in ER or admitted. Unknown if md is aware. Dose/amount: treprostinil mdv - 40ng/kg/min. Did the reported product fault occur while in use with patient? - unknown did the product issue cause or contribute to patient or clinical injury - no is the actual device available for investigation? - yes, upon return did pharmacy replace device? - unknown did the patient have a backup device they were able to switch to? - unknown is the infusion life-sustaining? - yes outcome? - unknown.